Event description:
Catheter was tested prior to insertion. Upon attempting to float the catheter (on insertion) the balloon inflated and deflated once. The second time the balloon inflated, it would not deflate. Upon inability to obtain appropriate placement, the catheter was withdrawn and removed. The balloon appeared to have ruptured and was not present on the end of the catheter.